Manufacturer narrative:
The reported complaint of "saline bag was almost empty while using the icy catheter (lot # 158272)" was confirmed during functional testing. During the investigation at zoll circulation, a leak from the catheter's shaft was observed, confirming the customer complaint. The root cause of the reported complaint was due to a small sharp cut, measured to be 1 mm lengthwise. The cut was located in the area of the catheter length markers, 7 cm away from the distal end of the manifold. It is likely, that the cut on the catheter occurred while the catheter was being sutured to the patient with the manifold tabs. The suture needle or other sharp tools such as a scalpel may have accidentally cut the catheter shaft, attributed to user error. Visual examination of the returned icy catheter was performed and found no physical damage to the catheter. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi. Immediately upon pressurizing the catheter, a leak on the catheter's shaft was observed; thus, confirming the reported complaint. During further functional testing, the returned icy catheter was inspected under a microscope, and a small sharp cut of 1 mm in length was observed, located 7 cm away from the distal end of the manifold. No leak was observed on the catheter balloons. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaint reported for icy catheter with lot number 158272. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. In agreement with a customer, death was not related to zoll device.

Event description:
The (B)(6) year-old female patient ((B)(6)) was hospitalized post-cardiac arrest and underwent therapeutic hypothermia. An icy catheter (lot # 158272) was inserted into the patient's right femoral vein on (B)(6) 2021, the insertion was smooth. Before the initiation of rewarming, the patient's body temperature was measured at 35.6 °c. The target temperature was set to 36°c. The patient's temperature at the time of issue was 36°c. On (B)(6) 2021, 28 hours after the catheter insertion, the user noticed that the saline bag was almost empty and the console #1 generated the air trap alarm, however, there were no traces of fluid observed on the patient's bed, floor, or console. The user replaced the saline bag and the console to continue the therapy, however, the saline bag got empty again and console #2 generated an alarm. Per a reporter, the catheter was tested before the insertion by flushing fluid and aspirating, no leak was observed. Per the physician, the catheter was not replaced due to the patient's uncertain neurological prognosis. Per the reporter, the patient expired, and the catheter was removed on (B)(6) 2021. After removing the catheter, the user noticed a small hole in the catheter shaft. It was suspected that approximately 1000-ml of saline had been infused into the patient's body. Per a user, the patient's death was not attributable to the icy catheter and the cause of death was a cardiac arrest.see MFR 3010617000-2021-00696, ccr 56667, for thermogard console #1. See MFR 3010617000-2021-00697, ccr 56667, for thermogard console #2.